Event description:
It was reported that the patient had his ambicor removed due to the pump eroding through the scrotum. A new 20 cm x 14 mm spectra penile prosthesis implanted. No patient complications reported in relation to this event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.